Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. The farawave catheter was properly prepared with the guidewire and inserted into the left atrium. The left pulmonary veins and the right superior pulmonary vein were successfully located and ablated. Difficulties arose when attempting to locate the right inferior pulmonary vein. The guidewire was advanced and retracted several times to find the vein, but with no success. After these several try-outs, the guidewire seemed not as stiff as before anymore thus it was replaced. The guidewire and farawave catheter were pulled out of the patient without any difficulties. During preparation, the new guidewire was inserted into the catheter and the planarity of the splines was tested, when trying to retract the guidewire to the tip of the catheter, the guidewire seemed stuck. It was not possible to advance or retract the guidewire, it was stuck in the catheter. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis. 16jul2025 per ai: the physician pulled out the guidewire with force and then tried to flush the farawave catheter but no liquid went through the catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. . Functional testing was performed, and a known good guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance and irrigation was possible at all deployment states of the catheter. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. The farawave catheter was properly prepared with the guidewire and inserted into the left atrium. The left pulmonary veins and the right superior pulmonary vein were successfully located and ablated. Difficulties arose when attempting to locate the right inferior pulmonary vein. The guidewire was advanced and retracted several times to find the vein, but with no success. After these several try-outs, the guidewire seemed not as stiff as before anymore thus it was replaced. The guidewire and farawave catheter were pulled out of the patient without any difficulties. During preparation, the new guidewire was inserted into the catheter and the planarity of the splines was tested, when trying to retract the guidewire to the tip of the catheter, the guidewire seemed stuck. It was not possible to advance or retract the guidewire; it was stuck in the catheter. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis. 16jul2025 per (B)(6): the physician pulled out the guidewire with force and then tried to flush the farawave catheter but no liquid went through the catheter.